Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer blood glucose level was 960 mg/dl at the time of incident and the current blood glucose of the patient was 97 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer reported they does not allege pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.